Manufacturer narrative:
During the index procedure one resolute onyx rx coronary des was implanted in the lad, the second stent was implanted during a revascularisation procedure approximately 5 months later. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx rx coronary des were implanted in the lad. Approximately 4 months post index procedure, patient suffered unstable angina pectoris. Event was treated with percutaneous intervention. The lesion was stented using a resolute onyx des. Investigator assessed that the event was not related to index device or anti platelets medication. Sponsor assessed that the event was not related to index device or anti platelet medication. Patient is recovered. Cec adjudicated mi as non q wave mi (target vessel) 3rd udmi peri pci in the lad.